Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll eurographics contained foreign matter. Verbatim: "black spots on the luer-lock tip. No impact on the patient as it was not used." Before use.